Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps was going to be used during a colonoscopy in a male patient (age and weight unknown) in 2008. According to the complainant "the end of the biopsy forceps were bent and they could not open or close the forceps." The procedure was completed with a second radial jaw, and there are no complications as a result of this event.

Manufacturer narrative:
The suspect device has not been returned as it has been disposed of, therefore, the cause of the bend is undetermined. The april 2008 15 month complaint trend report for the radial jaw 3 biopsy forcep product family inclusive of all failure modes, was reviewed; no adverse trends were noted.